Event description:
I became very sick with breast pain and chronic fatigue and other breast implants illness symptoms. I had mentor breast implant saline. I had to remove this with a bilateral capsulectomy removal. My insurance deemed this medically necessary. Thank god. Can you please get breast implants off the market asap. I also have filed a complaint with mentor. FDA safety report ID# (B)(4).